Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the patient reported infusion set detachment at tubing connection . The site of insertion was abdomen. Moreover, the infusion had been used for 2 days. Further, customer reports there was no stressed or pull on the tubing. No further information available.